Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements on this right ventricular (rv) channel. Upon review, it was noted that the impedance measurements were measuring at 2000 ohms in (B)(6) 2024 and currently the measurements were at 3000 ohms along with loss of capture (loc) and high capture thresholds values at 7v. Additionally, there were episodes of myopotential noise. During the follow-up visit, it was noted that there was sensing reduction and presence of artifact due to possible fracture at ring conductor. The patient was not dependent on the pacemaker system. The plan was to perform provocative maneuvers, adjust sensitivity and continue monitoring. This rv lead currently remains in service. No adverse patient effects were reported.